Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing could not replicate the issue, and the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when exciting the software, the system became unresponsive. Exit was clicked, however when attempting to confirm the exit, it was unable to be clicked, but the mouse still moved. Ctrl+alt+back was pressed and then the software was functioning normally. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
It was found that the this is a known software anomaly which is being tracked by the manufacturer. If information is provided in the future, a supplemental report will be issued.